Manufacturer narrative:
Medwatch sent to FDA on 5/04/2016. Allergan has initiated an investigation into this late report. See CAPA (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, pain and granuloma: "undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine and juvederm volbella with lidocaine in the chin. Prior to injection, patient was given "chlorohexidine h2o" and after injection the patient was given bactroban ointment. Patient was also concomitantly taking insulin. Three months later, the patient "complained chin was swollen and uncomfortable." The patient also has a lump on the right lower lip. A biopsy of the lower lip resulted in "florid foreign body giant cell granulomatous response to exogenous hyaluronic acid-type cosmetic filler." Patient was treated with hylase, celestone soluspan and phenergan by another physician. Symptoms are ongoing.